Event description:
It was reported that three weeks post-operatively to a cardiac ablation procedure, the patient was hospitalized due to worsening of pre-existing heart failure. One and a half weeks later, a percutaneous coronary intervention was performed and blood tests showed a b-type natriuretic peptide (bnp) of 16, bl of 69. At 3 months post-procedure, follow-up visit was conducted and no recurrence of atrial fibrillation was observed. Blood tests showed a bnp of 181. Five months post-procedure, the patient was found collapsed in front of their home and transported by ambulance. Death was confirmed at the receiving hospital. Cause of death is unknown.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.